Event description:
During a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. Technical support was contacted and confirmed the high defibrillation impedance. The device was reprogrammed to resolve the event. The patient was stable.